Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) with the implant received in the sheath. The device was bloody. The implant, core wire, tip, and sheath were microscopically and visually inspected. Inspection revealed tip damage (tricuts flared/bent, abrasions), sheath damage (abrasions) and anchor damage. The damage to the tip is typical of implant deployment. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was conducted by attaching a syringe filled (with water) to the hub/valve. Positive pressure was applied to the syringe and the device was flushed. Flushing was performed 4 times. Flushing was able to be successfully performed, without air being introduced to the rest of the device.

Event description:
It was reported that air was observed in the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The wds was prepared and was inserted part way into the was and air was observed. No air entered into the patient and the device was removed from the was and patient. The procedure was continued by using another of the same device. The procedure was successfully completed and the new closure device was implanted in the laa of the patient. There were no patient complications reported and the patient is doing fine.